Event description:
It was reported that the physician used an affected kit but there was not a problem. The recalled box was identified but did it was not send back because the physician had already used it and discarded it. There was reportedly "no problem" here even though the box was one that should have been pulled off the shelf and the physician was notified. The patient had pain medications in her pump, dose and concentration were not known at this time. There were no patient symptoms and no studies needed to be performed.

Manufacturer narrative:
Concomitant products: product ID 8551, lot# cs3613, product type accessory; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the physician was able to aspirate 40 cc of drug at a pump refill but expected on a few cc¿s. The interrogation of this pump did not have any logs that read there was a problem. This patient was going for further analysis (i.e. Rotor study) to see why the drug was not pumping out the drug. It was not provided what medication this device system delivered. It was further reported that the physician had used this refill kit, recalled product, but did not have any trouble with normal protocol refill procedure. Additional information has been requested, but was not available as of the date of this report.